Event description:
Pt reports the following coaguchek xs/laboratory results were obtained: 4.1 inr/3.1 inr; 5.5inr/3.9 inr; 4.7 inr/3.1 inr; 3.1 inr/2.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.